Event description:
It was reported the patient's blood glucose rose to 20 mmol/l (360 mg/dl). The pod reportedly alarmed while worn on the patient's abdomen for between 5 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
An internal leak was observed on the unexposed portion of the soft cannula, causing corrosion on several components and insufficient batteries. Download data generated an 0x40, safety sensor maximum open count exceeded, alarm and a rotational sensor malfunction was observed. The device was reset, paired to a master pdm for rerun, and the rerun replicated the original rotational sensor malfunction. The corrosion on the commutator cap due to the tear in the soft cannula is confirmed as the cause of the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.